Manufacturer narrative:
The t:slim user guide states: "never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin, which can result in serious injury or death." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Prior to calling tandem technical support, the customer changed all of the supplies on the pump. Subsequently, the customer reported that when troubleshooting for the occlusions, the customer inadvertently delivered 10 units of insulin to themselves after performing fill tubing while attached to the site. At the time of the reported event, the customer's blood glucose (bg) level was 229 mg/dl. The customer declined further follow-up from tandem technical support to ensure that the customer's bg level is not adversely impacted. Recommendation was made to closely monitor bg levels.